Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In an adult female patient who had essure (batch no. 838568), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), nervous system disorder ("neuro condition problems"), abdominal distension ("bloating"), memory impairment ("forgetfulness/poor memory/ ard to hold attention") and feeling abnormal ("brain fog nos"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, heavy menstrual bleeding, fatigue, nervous system disorder, abdominal distension, memory impairment and feeling abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, fatigue, feeling abnormal, heavy menstrual bleeding, memory impairment, nervous system disorder and pelvic pain to be related to essure. The reporter commented: discrepancy noted, date(s) of insertion: (B)(6) 2011. Patient received, treatment for added pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding). Trailing coils: right-2, left-1. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2012, essure confirmation test, results of confirmation test: bilateral occlusion. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: reporter information was added, lot number was added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 838568) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), nervous system disorder ("neuro condition problems"), abdominal distension ("bloating"), memory impairment ("forgetfulness / poor memory / hard to hold attention") and feeling abnormal ("brain fog nos"). The patient was treated with surgery (hysteractomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, heavy menstrual bleeding, fatigue, nervous system disorder, abdominal distension, memory impairment and feeling abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, fatigue, feeling abnormal, heavy menstrual bleeding, memory impairment, nervous system disorder and pelvic pain to be related to essure. The reporter commented: discrepancy noted date(s) of insertion: (B)(6) 2011. Patient received treatment for added pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding). Trailing coils- right-2, left-1. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test results of confirmation test: bilateral occlusion. Lot number: 838568. Manufacture date: 2011-03. Expiration date: 2014-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), nervous system disorder ("neuro condition problems"), abdominal distension ("bloating"), memory impairment ("forgetfulness / poor memory / hard to hold attention") and feeling abnormal ("brain fog nos"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, fatigue, nervous system disorder, abdominal distension, memory impairment and feeling abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, fatigue, feeling abnormal, memory impairment, menorrhagia, nervous system disorder and pelvic pain to be related to essure. The reporter commented: discrepancy noted date(s) of insertion: (B)(6) 2011,(B)(6) 2011. Patient received treatment for added pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test results of confirmation test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), fatigue, neuro condition problems , bloating, forgetfulness,poor memory, hard to hold attention, brain fog. Lab test was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.